Manufacturer narrative:
Age at time of event corrected from 18 years or older to (B)(6). Device evaluated by MFR: unit returned in a generic plastic bag, marked batch in device returned matches with the batch of complaint. The unit returned has the guidewire exit port damaged, as part of overall visual revision. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device meat all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-04871, 2134265-2016-03994, 2134265-2016-04135. It was further reported that dissection occurred. In (B)(6) 2016, during the procedure, resistance was encountered during withdrawal and a minor dissection occurred in the proximal to mid rca. The dissection is believed to have been caused by the opticross imaging catheters or the unknown guidewire coming into contact with the vessel. No additional treatment for the dissection was performed. At an unspecified time during the procedure, the physician encountered difficulty crossing the lesion with the guide wire. A balloon catheter was used to dilate a 99% stenosis in the distal rca. A 3.0x20mn synergy stent was deployed. From the distal rca to the right posterior descending artery (pda) thrombus was confirmed; however, the physician was unable to deliver a suction catheter due to the vessel tortuosity, so the physician elected to perform dilatation with a balloon catheter. During dilation, the patient was in a state of shock. The physician elected to deploy a 2.5x38mm synergy stent in the right pda to treat the 100% occlusion. The physician was concerned that additional dilatation may cause worsening of the patient's symptoms. The stent was expanded to 2.5mm. Timi 3 flow was noted and the procedure completed. In (B)(6) 2015, angiography was performed to check the condition of the dissection and it was confirmed that the dissection had healed. One hundred percent thrombotic occlusion was noted in the previously implanted synergy stents. The physician expanded the blocked area with a balloon catheter. The 2.5x38mm synergy stent had incomplete expansion for the vessel diameter. A 2.5x28 non-bsc stent was implanted.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entanglement on guidewire occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). An opticross¿ imaging catheter was selected to visualize the target lesion. Upon removal of the opticross¿ imaging catheter, resistance was encountered. Furthermore, it was noticed that the opticross¿ imaging catheter was entangled with a guidewire. The physician then inserted another guidewire, changed bias then withdrew the opticross¿ imaging catheter. It was further noticed that the guidewire exit port of the opticross¿ imaging catheter was deformed and the guidewire was kinked. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient¿s status is good.